Event description:
Pump being used to deliver timentin 2 gm/61.5 ml q 6. First dose infused from 4:30 pm - 5:30 pm. Caregiver heard pump infusing dose. Checked on pt approx 6:15 - 6:25 pm - pump was already alarming and error code e 47 was displayed. Pump was in off mode. New pump programmed and delivered to pt's home. Rptr had this pump since 6/12/95. The pump was a loaner pump from MFR; received to replace another pump sent in for maintenance.